Event description:
--

Event description:
Boston scientific received information that during a routine follow-up appointment, noise and oversensing were noted on the competitor right ventricular (rv) lead. A holter monitor was provided to the patient and it revealed the oversensing resulted in greater than two seconds of asystole. The pacing impedance measurements dropped on both leads. The ventricular sensitivity was programmed to 4mv stopped the oversensing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Detailed analysis noted a missing right ventricular (rv) set screw and a loose rv seal plug. The results of the analysis confirmed that there was virtually no medical adhesive remaining on the surface of the header. The primary failure mode is adhesive failure (clean separation) indicating poor bond strength between the medical adhesive and the tecothane header. The reason for the missing rv set screw could not be determined. It is possible that the loose seal plug may have contributed to the allegation from the field, however, this cannot be confirmed.

Event description:
Subsequent information was received that this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.